Event description:
Caller reported a malfunction occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing information on resetting the pump and helped in performing the reset. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump. Caller was advised to contact technical support again if any malfunction code recurs, and they acknowledged understanding the instructions.